Event description:
It was reported fecal incontinence developed following bariatric surgery. The events between bariatric surgery and device implant are unknown. It was stated the healthcare provider (hcp) attempted several times to surgically correct the battery flipping without success. It was also stated the patient would experience pain and discomfort as a result of battery rotation. Strategies for preventing battery rotation included suturing the battery to the fascia per our labeling, moving the battery to the contralateral side (new smaller pocket), and creating a suture line from one side to the battery to the other several times to create a web-like structure in the pocket over the battery. All these failed to prevent battery from rotating in the pocket. The hcp mentioned that the lead become twisted with increased tension and was concerned that the lead may fracture or become dislodged. The hcp considered moving the battery to an abdominal subcutaneous pocket and requested information regarding infection risk with abdominal placement. The total number of revision surgeries was unknown.

Manufacturer narrative:
Product ID: neu_unknown_lead, product type: lead. (B)(4).